Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a sudden onset of pectoral pacing and high thresholds. It was noted that the lead had a polarity switch to unipolar. Lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.